Event description:
Additional information was received from a healthcare provider via a company representative who reported that on 11/26/2025, the expected volume was 18 cc, and the actual volume was a couple of cc, so they refilled the patient¿s pump with preservative free saline and had them come back a week later. At that time, they aspirated the expected volume of saline, so they refilled the pump with new medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine 2.0 mg/ml at 0.1mg/day via an implantable pump. It was reported that they asked the company representative (rep) to come to a patient refill, they arrived at refill (B)(6) 2025. It was reported to them that the patient came in for refill the previous week and reservoir volume did not match up. Based on this, they were concerned there was issues with pump. Unknown if any environmental/external/patient factors may have led or contributed to the issue. On (B)(6) they refilled pump with new medicine and stated reservoir volume matched up then. There were no actions taken at this time and the issue had yet to resolve.